Event description:
According to the report the patient reported hearing a crackling sound and what they described as "skippage" when they move/turn their head, or when they move their jaw to eat, talk or yawn. The patient also states that this crackling/"skippage" occurs when they are not moving. Further testing confirmed that the problem is getting worse and that the device has malfunctioned.

Manufacturer narrative:
Additional information: the complaint has been re-opened upon receiving information that the device has been explanted. The explanted device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.